Event description:
The pt stated that for the past 2 weeks she has felt ill, nauseous, and has had severe headaches. She stated she had blood glucose of 400 mg/dl and she bolused 9 units of insulin. One hour later her blood glucose was 500 mg/dl. She stated she changed her insulin cartridge and infusion set several times. She stated on one occasion she disconnected from her infusion site and bolused and it took 5 seconds for the insulin to drip out of the infusion tubing. She stated she then switched to her backup infusion device and at the time of the report her blood glucose was 100 mg/dl. The pt was not willing to troubleshoot the infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.